Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that intra-op, the implant was fractured upon insertion. Surgeon stated that it was hard bone in a "tight" space <(>&<)> he left the remainder of the implant insitu. No additional time was spent. No patient complications were reported.